Event description:
The customer called reporting that their freestyle meter didn't work and they were unable to get a blood glucose level measured. Patient stated, that she was experiencing heavy shakes and diarrhea, felt dehydrated, and as a result of not being able to have her blood sugar tested was taken to the hospital where, per patient, was diagnosed with dka and given a higher dose of insulin and different oral medication.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted, when the investigation is complete.